Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w¿ IV catheter with wings 22ga 1.00in was damaged, but still operable. The following information was provided by the initial reporter: "when ICU was preparing to use the consumable, the metal needle was found to have a gap when the package was opened for inspection, which indicated that it was safe to use"

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd insyte-w¿ IV catheter with wings 22ga 1.00in was damaged, but still operable. The following information was provided by the initial reporter: "when ICU was preparing to use the consumable, the metal needle was found to have a gap when the package was opened for inspection, which indicated that it was safe to use."